Event description:
Primary surgery occurred between 1998 and 2002 (pt unsure of date). Revision due to pain and subluxation of patella. Surgeon review of x-rays noted that poly insert appeared to be worn. Pt was scheduled for poly exchange and lateral release. During surgery, surgeon found the tibial tray to be broken and a metal shard from the tray was lodged in the insert.

Manufacturer narrative:
Engineering evaluation of returned device pending.